Event description:
It was reported that an armada dilatation catheter advanced, without resistance, to a previously implanted, unspecified, re-stenosed stent in the left superficial femoral artery (sfa). At nominal pressure, the balloon bust. Another armada dilatation catheter was advanced, without resistance, to the left sfa, re-stenosed stent. Again, the balloon burst at nominal pressure. Both devices were removed without issue. A third armada was used successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada 35 mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis and the balloon rupture was able to be confirmed. Based on a visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.